Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
A ventilator was reported failing expiration valve test. The issue was confirmed on site by service technician. The expiratory valve coil was replaced and returned for investigation. The device passed all functional tests. Device logs were downloaded and provided for investigation. Evaluation of the received device logs can confirm failures in the expiration valve test. First occurrence of the fail was at (B)(6)2021. The event could not be reproduced using the replaced part in a reference unit. The movable axis of the expiratory valve coil controls the opening of the expiratory valve by pushing the valve membrane into desired position. The power supply to the coil is regulated so that the remaining pressure in the patient system, towards the end of the expiration time, is kept on the peep level according to user interface setting. A malfunctioning expiratory valve section may lead to inadequate ventilation. This will be detected during pre-use check and during ventilation by generated alarms. The conclusion in this matter is that the reported problem was confirmed in received device logs, but the issue could not be reproduced with returned expiratory valve coil.

Event description:
It was reported that the internal leakage test during pre-use test failed. There was no patient involvement. Manufacturer ref.#: (B)(4).